Event description:
It was reported that a spectrum infusion pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom (system error 105), determined to be caused by a motor (flex). The eval also found severed motor mount screws (6 of 6), which is known to contribute to system error 105 alarms. The motor assembly, motor gears, motor mount screws, and bearings were replaced.